Manufacturer narrative:
(B)(4). Additional information about the event was received. The patient's peritonitis was manifested by cloudy effluent and abdominal pain. The patient was admitted to the hospital for this event. The patient was treated with vancomycin (2g, intraperitoneally, frequency based on serum levels) and gentamicin (80mg, intraperitoneally, frequency not reported). Due to hospital protocol, the patient was switched to continuous ambulatory peritoneal dialysis during the administration of antibiotics. After one day, gentamicin was being administered at 40 mg intraperitoneally on a daily basis. Gentamicin treatment was discontinued after 13 days. Vancomycin treatment was discontinued after 20 days. The patient was hospitalized for a total of two days and was discharged. The patient recovered from the event 20 days after the onset of peritonitis. Pd therapy was ongoing. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The cause and treatment of peritonitis was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.